Manufacturer narrative:
Investigation summary: this report is based on information provided by medtronic investigation personnel. The 3890 was received for evaluation. This device has not been used in the treatment or diagnosis of the patient. The returned sample did not meet specification as received by medtronic. The visual inspection found a catheter harness is slightly discolored; harness silicone sleeve was cut at strain relief carrier. Pressure sensors # 34, 35, and 36 had unknown residue inside, moist and contaminated (corroded). The customer reported that the tpe on the catheter has a tear in it. The reported condition was confirmed. The investigation found a catheter failed calibration and thermal test; multiple sensors (1, 3, 27, 36, 36) drift high in thermal. All sensors have signaled no pico scope. All impedance rings have signal and functional in saline solution. The investigation found the most probable cause to be the flex harness failure, but a root cause was not identified. The condition of the product was addressed by replace sensors, clean new tpe and retest. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was placed without issue and the study was completed successfully. While attempting to remove the catheter from the patient's nose the probe became lodged at the interconnect area of the probe. The user attempted multiple times to remove and advance the catheter but was unsuccessful in removal. The probe was reported to be lodged in the nare at a depth of 45 centimeters. The patient experience significant pain and required conscious sedation in order for the user to remove the probe. There was a small amount of bleeding noted in the right nare that required manual pressure to resolve and the patient was discharged home. The user reports noting a tear on the permanent outer sleeve of the probe after removal. No other apparent injury noted as reported by the user.